Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
A hi-torque (ht) supra core guide wire was selected to be used to facilitate the exchange of a 4f to 6f introducer sheath during the procedure. As the guide wire was advanced through the through the 4f introducer sheath the physician felt change in the tactile response (resistance) and immediately removed the guide wire and inspected it. He observed that part of the coating appeared to be torn and peeling from a section of the guide wire approximately 40 cm from distal tip. A new unspecified guide wire was used to successfully complete the exchange of the 4f introducer sheath for the 6f introducer sheath. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position was able to be confirmed. The reported peeling was unable to be confirmed; however, there were noted stretched coils. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced through the hemostatic valve of the non-abbott 4f introducer sheath the guide wire and introducer sheath were not coaxially aligned; thus interaction resulted in the reported difficulty to position. Interaction and/or manipulation of the device resulted in the reported peeling/noted multiple stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.